Event description:
It was reported that during an unknown procedure, ¿replace hand piece¿ was displayed and the device became not to be activated. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received with the nose cone cracked and the mount was noted to be loose. During testing the phase margin value was recorded out of specification; however, this out of range value will not interrupt device function or generate an automatic error code, not contributing to the reported event. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor.